Event description:
It was reported that the transducer had a damaged male luer connection.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (3) flothru dpt without any attached component. Damages were confirmed at the edges of all three dpt housing male luers. Scrape marks were identified at surface of the damage. Materials were missing at the scrape marks. Dpt housing male luers were able to make tight and secure connection with pressure tubing. Leak test was also performed at this connection. No leakage was observed from the dpt at pressure 300mmhg.